Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_ext, serial#: unknown, product type: extension section d information references the main component of the system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient reported seeing an oor measurement (code 1098) on the handset. They had a percept pc change last week. It is unknown whether resistances were measured during the switch. The message appeared when the patient wanted to increase the amplitude (range 3.5 - 4.5ma). They were not experiencing any loss of therapy. Troubleshooting steps were provided. Additional information was received: it was not reported that the cause was not was not clear yet. During the replacement the impedances were measured. The surgeon noticed that the electrode/extension had a loose contact. The same high impedance were measured. Tomorrow they would see the patient, change the contact and try to stimulate on the middle 2 contacts. The surgeon will discuss next steps with the patient. Issue is not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the patient had revision surgery in july. The electrodes were also differently placed (placed 2 mm higher) for better effect.